Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that on tuesday (B)(6) 2026. The patient was implanted with a new pump. The patient then had an MRI the following day, and when the hcp subsequently interrogated the pump, there was no record of a motor stall or motor stall recoved. It was also reported that the log report also showed a 'system event log' was created on (B)(6) 2026, but the pump was first opened out of the box on (B)(6) 2026. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.